Event description:
The drn00v model intraocular lens (iol) would not slide properly, thus the haptic was caught and broke. There was no patient contact. The same procedure was completed using a back-up drn00v 20.5 iol that was implanted in the patient¿s ocular dexter (right eye). Patient prognosis post-procedure was reported as recovered. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.